Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarms, was exposed to moisture, had a crack on the back and a had a black dark screen. The customer was unable to clear the alarm. The insulin pump screen was turned off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with frozen screen due to moisture damage found at the electronic assembly. Device received with cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to frozen screen noted. Unable to verify unexpected battery power loss, pump error 24 and pump error 40 alarm due to frozen screen noted.